Manufacturer narrative:
The process of gathering information is ongoing. Additional information will be provided upon the conclusions of the investigation.

Event description:
Following information reported, the radius arm detached from the citadel bed's frame. There was a patient lying on the bed at that time, however no injury was reported.

Manufacturer narrative:
Following information reported by hospital de la miséricorde d'ajaccio located in france, the radius arm detached from the bed¿s subframe when the patient was lying on the bed. No injury was reported to arjo. The evaluation of the device performed by arjo representative confirmed the reported failure ¿ one foot-end radius arm was dislodged. It was also observed that the frame was bent in the middle section. The simulations carried out by the manufacturer showed that two potential situations may lead to bend frame and consequently to the radius arm detachment. The first one when the backrest is blocked with an obstacle in the position of 45 degrees. And the second one when an obstacle is put between the base frame and radius arm. In the arjo technician opinion, the first scenario could be the reason for the radius arm detachment reported. It was observed that the mattress fixing straps were not attached to the bed's frames and the backrest could be blocked by one of the straps during raising. However, without first-level evidence, the exact cause of the reported failure could not be determined. In summary, the citadel bed did not meet the manufacturer¿s specifications. There was a patient on the bed when the reported problem was observed. The complaint decided to be reportable in abundance of caution due to the malfunction of citadel bed (radius arms detachment).